Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material on a light guide rod lens at the distal end, and burned c-cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the malfunctions was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.